Event description:
Note: this report pertains to one of two complaints (MFR. Report # 3005099803-2010-02779 and 3005099803-2010-02899) that occurred during the same procedure. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy and stent placement for a malignant stricture located in the middle lobe of the right lung. According to the complainant, the physician attempted to deploy the ultraflex tracheobronchial stent (3005099803-2010-02779), but the deployment suture got "hung up" and the stent would not deploy. A second ultraflex tracheobronchial stent (3005099803-2010-02899) was obtained, but the physician had the same result. The procedure was completed with two other ultraflex tracheobronchial stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent partially deployed.

Manufacturer narrative:
(B)(4): the returned device presented with the stent partially deployed by approximately 15mm. It was possible to deploy the remainder of the stent, however, some resistance was encountered. In addition, the distal end of the shaft bowed during deployment. A visual examination of the deployed stent and delivery system found no anomalies. The condition the returned device was consistent with the complaint of partial stent deployment; the complaint was confirmed. Based on the condition of the returned device, the most probable cause is operational context; anatomical or procedural factors may have hindered the stent from fully deploying. A review of the device history record (DHR) and labeling review were performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.